Event description:
New information notes that the device dislodged again. The lead was repositioned on (B)(6) 2013 and remains implanted.

Event description:
It was reported that the right atrial exhibited loss of capture due to lead dislodgement. The lead was repositioned. The lead dislodged again during a revision of another lead and was repositioned on (B)(6) 2013. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.